Manufacturer narrative:
The device was returned to the resmed technical services in (B)(6) and an evaluation was performed. A review of the downloaded device events log confirmed that a single occurrence of system fault 218 was triggered in the device. The system testing performed by the technical services staff could not reproduce the fault; the result is "no fault found." (B)(4).

Event description:
Importer ref #(B)(4).